Event description:
It was reported that an unspecified malfunction alarm occurred. Customer's blood glucose level read "high¿, however, specific blood glucose (bg) value was not provided. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.